Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from non-fasting results obtained of 432, 400 and 477 mg/dl. Customer was also concerned with non-fasting meter to meter comparison results of 400 mg/dl using true metrix meter and 200 mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 220-230 mg/dl and expected non-fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/13/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).